Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/11/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 59 mg/dl during routine insulin pump therapy at home. The user self-treated with oral glucose and remained at home; later that night a fingerstick bg was 88 mg/dl, and on 09/12/2025 the user reported feeling fine. No long-term health effects were reported.